Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump became wet, and stopped working. Subsequently, the customer experienced diabetic ketoacidosis and was hospitalized. Multiple follow up attempts were made with the customer, however, no response was received.